Event description:
A customer reported that the pump "gave an alert indicating it would not charge more than once, requiring it to remain on the charger to gain a charge". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.